Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient complained of discomfort after the bravo capsule was placed. The patient experienced epigastric pain and ended up going to the emergency room where the capsule was removed with a scope.